Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device biometric identifier fingerprint scanner was intermittently not functioning. A technical support specialist (tss) had been monitoring and reviewing the log files for this issue over the past few days and observed that the biometric identifier is functioning normally. The tss noted that during the re-verification process, the biometric identifier may not allow users to proceed after the timeout threshold has passed. The timeout settings are configured on the es server. The tss shared this update with the customer. No update received from the customer and the case was closed

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the bioid fingerprint scanner intermittently did not function. The fingerprint was not scanning, and the system prompted the user to have a witness sign in. The customer had to reboot the pyxis to restore functionality. There were no adverse events or injuries reported based on this event.